Manufacturer narrative:
Complaints associated with a low helium alarm are related to only the informational message making the user aware about low helium levels. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with a low helium alarm, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,g1,h2, h6(type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) arrived at the site and confirmed that the alarm was caused by low gas level in the helium cylinder. After replacing the helium cylinder, the situation returned to normal.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had low helium alarm during use and returned to normal after replacing the helium cylinder. No personel injury occured.

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed.